Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found an image of the anchor on attached to the handheld device. The distal tip of the anchor is bent to the side and a small fracture line can be seen between the threads. There is debris on the anchor and shaft of the device. The lot number on the box does not match the complaint lot. A visual inspection of the returned device found that it was not returned in its original packaging. The device has not been deployed. The anchor is fractured, and debris can be seen on the anchor and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per the complaint details, all the fractured pieces of the twinfix anchor were retrieved from inside of the patient using tweezers. According to the report, the procedure was completed with a delay of greater than 30-minutes using a backup device in the originally drilled bone hole. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor was fractured. The pieces were retrieved from the patient using tweezers. The procedure was completed with a delay greater than 30 minutes using a back-up device in the originally drilled bone hole. No other complications were reported.